Manufacturer narrative:
Should additional information become available a supplemental record will be filed. MDR filed by (B)(6); (B)(4). User¿s manual review 1100869 rev. H (page 23) warning always keep hands and fingers clear of moving parts to avoid injury. Do not place hand or fingers on the underside of the seat rail when opening or closing the wheelchair. Do not sit or transfer into the wheelchair unless it is fully open and the seat rails are fully seated into the side frame h-blocks. Warnings for unfolding wheelchair: do not wrap thumb or fingers under the seat rail. Point fingers and thumb to the inside of the wheelchair. Press down on the seat rail and the seat upholstery with the entire hand. Do not place any part of the hand under the seat rail.

Event description:
Update from consumer affairs on 03/30/2016: lawyer representing the nursing home stated the wheelchair is being stored at the nursing home and not in use. Lawyer stated the day of the incident, the patient had just completed a colonoscopy and was being seated in the wheelchair. During transfer, the patients left pinky finger was caught under the seat. The result was amputation from the fingertip to the first knuckle. Letter received stating a customer sat in a 9tpz wheelchair and pinched his left "fifth finger" in the seat locking mechanism, which led to having his finger amputated.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed. MDR filed by (B)(6) hospital; (B)(4).

Event description:
Letter received stating a customer sat in a 9tpz wheelchair and pinched his left "fifth finger" in the seat locking mechanism, which led to having his finger amputated.